Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the relion 1 ml 31 g x 6 mm u-100 insulin syringe has been found experiencing six occurrences of difficulty to move the plunger rod during use. The following has been provided by the initial reporter: it was reported by the consumer that he is finding hard to move when he's drawing up his insulin and when he's doing his injection. Stated, he has to push really hard on plunger and after his injections, he's finding bruising. Verbatim: 31 g, 6 mm, 1 ml. Lot: 8351675. Incident date: unknown. Relion consumer reported plunger is hard to move when he's drawing up his insulin and when he's doing his injection. Stated, he has to push really hard on plunger and after his injections, he's finding bruising.

Manufacturer narrative:
Investigation: customer returned four (4) loose 31g x 6mm, 1ml relion insulin syringes from lot 8351675. Consumer reported plunger is hard to move when he's drawing up his insulin and when he's doing his injection; stated he has to push really hard on plunger and after his injections, he's finding bruising. All four returned samples were examined, and no apparent issues were observed; each syringe was tested for plunger rod movement, and no issues were observed. Each syringe was then used to draw and expel water, and all four syringes were able to draw and expel properly; no issues regarding plunger rod movement were observed. Furthermore, as no manufacturing defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch # 8351675. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issues are unconfirmed.

Event description:
It has been reported that the relion 1ml 31gx6mm u-100 insulin syringe has been found experiencing six occurrences of difficulty to move the plunger rod during use. The following has been provided by the initial reporter: it was reported by the consumer that he is finding hard to move when he's drawing up his insulin and when he's doing his injection. Stated, he has to push really hard on plunger and after his injections, he's finding bruising. Verbatim: 31g, 6mm, 1ml. Lot: 8351675. Incident date unknown. Relion consumer reported plunger is hard to move when he's drawing up his insulin and when he's doing his injection. Stated, he has to push really hard on plunger and after his injections, he's finding bruising.